Manufacturer narrative:
(B)(4). Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a visceral procedure, the clips were delivered crossed. The clip is not placed properly between the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with a sideway fed clip on the jaw. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.